Event description:
An operating room technician reported the footswitch would not respond. The technician reported the patient was in the surgical suite, but the procedure had not begun when the surgeon noticed the issue. The footswitch was immediately switched for another one and the surgery proceeded as planned. There was no patient involvement reported.

Manufacturer narrative:
The facility has ordered a new foot pedal. The replaced foot pedal has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).